Manufacturer narrative:
A device history record review was completed for provided material number 38833314 and lot number 4054915. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, picture samples were received for evaluation by our quality team. The reported information concludes that the inscription made by thermoforming, to indicate the batch number, does not comply with nbr iso 10555-1:2021 item 6.2, which requires the word "batch" and the product only contains an "l." Through examination of the pictures, it is confirmed that the abbreviation of "l" is used on the product to indicate batch. We would like to note that to date, we have not received any complaints or questions from customers regarding difficulties in identifying the batch information on this product. Additionally, the condition does not have the potential to generate an adverse event in the patient or user. In fact, it is a well-known abbreviation, whose context is common, considering that there is no restriction on the use of abbreviation for over the counter/non-prescription medicines. It is reasonable to assume that the typical user has the ability to recognize the batch information. As preventive measures, we are checking all documentation related to batch notation specifications on bd products to reflect the appropriate notation specification for this information (word "batch" or equivalent symbol as per iso 15223-1).

Event description:
No additional information.

Event description:
It was reported that the bd angiocath 20ga x 1,16in 1,1 x 30mm had a labeling issue. The following information was provided by the initial reporter translated from portuguese to english: unsatisfactory report for label analysis. Specifically, the report refers to samples of angiocath 20ga x 1.16¿ cod.388333 lot 4054915. The report concludes that the inscription made by thermoforming to indicate the batch number does not comply with nbr iso 10555-1:2021 item 6.2 which requires the word ¿batch¿ and on the product there is only an ¿l¿.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Customer information updated.

Manufacturer narrative:
(B)(4) follow up report for correction, customer information was incorrect in the initial MDR.initial reporter should be administrative city president tancredo neves.initial reporter facility name should be medicines and congeners surveillance directorate.address 1 should be papa j paulo ii highway 4143.address 2 should be serra verde.city should be belo horizonte.zip should be 31630 900.